Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the event occurred at the time of preparation for planned treatment/non-emergency treatment. Patient was moved to another room for completion of procedure. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Upon further inspection, the fse determined that the host computer was intermittently unable to boot because of empty bios battery. To resolve the issue, the fse replaced the host pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was intermittently unable to boot up, preventing a full system boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the event occurred at the time of preparation for a planned (non-emergency) treatment, which was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that the host pc was intermittently unable to boot up and replaced the host pc resolve the issue. After replacement, the system was returned in good working condition and was ready for clinical use. The host pc was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.